Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had hardware low level hardware failure error alarm and customer was alleging the insulin pump was under delivering the insulin. Blood glucose level of the customer at the time of the incident was 365 mg/dl. The customer was assisted with the troubleshooting. The customer was able to clear the alarm and performed the self test but insulin pump failed the self test. The insulin pump will be and reservoir will not be returned for the analysis.